Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation there was no +5bn output. The cause for the failure was isolated to a defective u611 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.